Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they can turn their stimulation down because it gets on their nerves sometimes. They stated that they will turn it down to 2.45v, but then the stimulation will increase to 5.20v on its own. The patient noted that they had to turn the stimulation down at least 4 times on the day of the report. The patient confirmed they will check their programmer when this happens, and the programmer shows the stimulation has gone up. They mentioned that on the morning of the report, they were sitting on the couch for a few minutes, and before they had gotten up, the stimulation had gone back up. The patient had turned stimulation off at the time of the report. The patient was to follow up with their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.